Event description:
It was reported that metal filings were noted on the sterile field during a procedure. The exact root cause could not be determined. No adverse consequence was associated with the device.

Manufacturer narrative:
During the device evaluation, it was confirmed the attachment had metal chips present. Score marks were found on the set screw and dent pin, which were the likely cause of the reported event.

Event description:
It was reported that metal filings were noted on the sterile field during a procedure. The exact root cause could not be determined. No adverse consequence was associated with the device.

Manufacturer narrative:
During evaluation of the device, small metal chips were noted inside the attachment. Score marks were also noted on the dent pin and set screw of the attachment.